Manufacturer narrative:
The nurse reported that the central nurse's station (cns) application froze during use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) application froze during use. No consequence or impact to the patient.

Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at (B)(6) medical center reported cns freezing while monitoring telemetry devices on main unit pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that the screen froze for 45 minutes, after buzzing noise and re booted itself. After the unit came up all cns were 20 minutes off on time. Nkts educated customer to change the windows time service settings to manual. The time issue was resolved, unit was functioning as per specifications. No data was lost from the unit, however, there was no monitoring of patients for 20 minutes on cns. No patient was harmed. Investigation conclusion: root cause of the issue could not be identified as the unit was functioning as per specification when nkts troubleshooted the issue. The possible causes of the issue have been identified in fish bone / cause and effect / ishikawa diagram for cns screen freezing in root cause method section. The warranty of the device expired on 05/29/2019. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available.

Event description:
The nurse reported that the central nurse's station (cns) application froze during use. No consequence or impact to the patient.